Event description:
It was reported that this pacemaker stored some rythmiq events, which was caused by farfield right atrial signals. Reprogramming efforts were performed and in the most recent transmission, no rythmiq events were recorded. This absence suggests that the adjustment may have effectively mitigated the issue. Currently, this pacemaker remains in service and no adverse patient effects were reported.